Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject received a loading dose of 81 mg of aspirin and 300 mg of clopidogrel. An isleeve introducer was inserted. Then the 23mm lotus edge valve was deployed involving successful repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the native aortic annulus. Post procedure event summary: on the same day of the index procedure, post procedure, electrocardiogram(ECG) revealed sinus rhythm and new lbbb. Transvenous pacing wire was left in place for rhythm management and the subject was monitored under telemetry. The event led to prolongation of hospitalization. One (1)day post index procedure, a new non-bsc dual chamber permanent pacemaker was implanted successfully. On the same day, the event was considered recovered. Two (2) days post index procedure, the subject was discharged home.